Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the black screen and remote support service was offline. A field service engineer found no power to the unit; the power supply fan only bumped when switched on. The fse unplugged the pixie bus cable from the back of all drawers and reconnected them one at a time, identifying that the main drawer 4 was causing the issue. Replaced the module controller and both older style drawer controllers for main drawer 4. Repaired the drawer and verified it tested good in hardware test application (hta). Configured the drawer in the application and performed inventories on both drawers, all of which completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had blacked out and would not power on. The user stated that the screen was currently completely black and the device was making a clicking sound. The customer tried rebooting it, but issue persisted.there were no adverse events or injuries reported based on this event.